Event description:
It was reported that during a total abdominal hysterectomy with low anterior resection procedure, there was a leak on one side of the staple line. The surgeon oversewed leak and tested again and saw no air bubbles, but made the decision to divert with a temporary colostomy.